Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that, post coronary artery bypass graft (CABG) procedure, the right ventricular (rv) lead exhibited varying thresholds in bipolar and high thresholds in unipolar. There was intermittent loss of capture at varying outputs. An x-ray was performed and appeared to show the rv lead in the same place as before the CABG procedure. Reprogramming was performed and a lead repositioning was scheduled. The lead remains in use. No patient complications have been reported as a result of this event.